Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they recently fractured their l1 and l4 vertebrae and since then, they have experienced more incontinence issues. The patient stated that they fell three weeks ago, and since last week, their bladder and back problems have worsened. They mentioned that they had an x-ray, and they believe the fractures were related to exertion, and noted that the implant could not be connected. The patient has only consulted with their primary care provider so far and has not yet seen their urologist. Guided patient to discuss with healthcare provider (hcp) medical concerns.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.